Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a cracked battery door, and a cracked dso seal. Multiple 'high alarm displayed: cassette locked but not latched' alarms were revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the inoperable latch lock optic sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a defective cassette latch sensor. The event occurred during testing, there was no patient involvement.